Manufacturer narrative:
The returned product consisted of a watchman delivery system implant, without the rest of the delivery system. Analysis of the implant included microscopic and visual inspection. Inspection revealed anchor damage, with one anchor caught on one of the implant sutures and causing the frame to give a pinched look to the implant. When the suture was untangled from the anchor, the frame regained its original/expected shape. Inspection of the rest of the device found no other damage or defect to the device. The reported difficulty recapturing the implant could not be confirmed as only the implant was returned for analysis.

Event description:
It was reported that there was recapture difficulty. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 33mm watchman laa closure device & delivery system (wds) were used. The closure device was deployed in the laa of the patient but it was in a canted and proximal position. The physician attempted to fully recapture this device, but while trying to recapture the device the feet were not completely back in the sheath. The physician made multiple recapture attempts. Both the sheath and device were moved to the left atrium to try to recapture, but the same issue with the feet persisted. The physician pulled the system across the septum and attempted again, but was still unsuccessful. Ultimately the physician removed the device and sheath from the body as they were. The procedure was continued with new devices and was successfully completed with a closure device being implanted in the laa of the patient. The patient was doing fine following these events and there were no patient complications that were reported to have occurred.

Event description:
It was reported that there was recapture difficulty. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 33mm watchman laa closure device & delivery system (wds) were used. The closure device was deployed in the laa of the patient but it was in a canted and proximal position. The physician attempted to fully recapture this device, but while trying to recapture the device the feet were not completely back in the sheath. The physician made multiple recapture attempts. Both the sheath and device were moved to the left atrium to try to recapture, but the same issue with the feet persisted. The physician pulled the system across the septum and attempted again, but was still unsuccessful. Ultimately the physician removed the device and sheath from the body as they were. The procedure was continued with new devices and was successfully completed with a closure device being implanted in the laa of the patient. The patient was doing fine following these events and there were no patient complications that were reported to have occurred.